Manufacturer narrative:
Patient passed away unexpectedly at the end of (B)(6). Patient passed away at the end of (B)(6) 2016. Report stated that device is not available for investigation - according to the reporter the devices are unavailable and are currently at the coroners and sheriff's department due to the circumstances surrounding the patient's death. MFR date: 07/06/2016. Type of reportable event (death). (B)(4).

Event description:
Additional information received stating that the patient passed away unexpectedly at the end of (B)(6).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the tracheostomy tube cuff was found leaking after an unknown amount of time in use. No permanent adverse effects to patient reported.